Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident per meter. The customer's blood glucose was over around 400 mg/dl at the time of hospitalization. The customer stated that the high blood glucose was treated during hospitalization. The customer reported that they believe that the meter was reading inaccurately. The insulin pump will not be returned for analysis.